Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture confirms a broken head. It is assembled into the dual mobility liner and appears to have 2 pieces broken from the rim of the head. Nothing further can be gained from the photograph. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. One radiographs was provided and was not sent to a radiologist for review because it isn't known if it is of the finally implanted product or of the reported product that fractured. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. 28mm i.d. 40mm o.d. Size d bearing item# 110031010 lot# 66901706. Delta cer fem hd 28/0mm t1 item# 650-1158 lot# 3202464. G7 dual mobility liner 40mm d item# 110024462 lot# 66674300. G7 pps ltd acet shell 50d item# 010000662 lot# j7716810. 3.2mmx20mm rnglc+ acet drl bit item# 31-323220 lot# 66771662. Bone screw self-tapping 6.5 mm dia. 25 mm length item# 00625006525 lot# 66979905. Tprlc 133 t1 pps ho 10x140mm item# 51-104100 lot# j7686680. 28mm i.d. 40mm o.d. Size d bearing item# 110031010 lot# 66806458. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a surgery, ceramic head implant shattered when impacted. No harm to the patient. Diligence is completed and no further information on the reported event has been provided.